Manufacturer narrative:
The customer¿s meter was returned for investigation. Meter appeared undamaged and clean on the outside. All inr values measured on the meter during the investigation were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields have been updated.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322040) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The pharmacist complained of discrepant inr results for 1 patient tested on a coaguchek pro ii meter with serial number (B)(4) compared to an unspecified laboratory method. The patient was tested on the meter with a result of > 4.5 inr. The actual result was not provided. The patient's previous inr results had been "normal." The result from the laboratory within 7 hours was 1.96 inr. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (lot 322040) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.